Manufacturer narrative:
Device evaluation of battery pack has been completed. The reported problem (will not power up) was confirmed. As received, the battery was unable to power on a monitor or charge. The cause for the failure was isolated to a loose bus bar inside of the battery. The root cause of the loose busbar cannot be positively identified. Device evaluation of monitor has been completed. The reported problem (response buttons non-functional) was confirmed. Upon investigation, the rear response button was non-functional. The rear response button was unplugged from the connector causing fault. The root cause of the non-functional response button cannot be positively identified. There was no adverse event that resulted from the damaged battery and monitor.

Event description:
A us distributor reported that a battery would not power on a monitor and reported that the monitor response buttons were non-functional.